Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user alleges the seat upholstery is ripped in two positions going down the middle of the upholstery.